Event description:
It was reported that this artificial urinary sphincter (aus) presented a fluid loss due to a hole in the balloon, it was reported that the cuff was not closing. The aus was explanted and replaced. There is no additional information reported.